Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's defibrillator and paddle damaged. There was no reported patient involvement/adverse patient impact.